Manufacturer narrative:
No product has been returned for evaluation nor radiographs were provided to confirm the alleged event.

Event description:
Information was received that patient was experiencing pain, and the nail was removed. A bone void was found in the same area on the medial cortex. No patient injury reported.

Manufacturer narrative:
The precice stryde was received for functional and visual testing and the reported event was not confirmed. The returned precice stryde was observed and no damage was found. Based on this investigation, the failure mode could not be confirmed. The root cause of the reported event was not identified. A review of DHR for the returned unit confirmed that it met all the required quality inspections (x-ray inspection and acceptance test).